Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of insulin flow blockage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they have been experiencing repeated insulin flow blockage alarms despite changing reservoirs and infusion sets from different lots. The customer stated that sometimes the alarm occur several times a day. The customer will be sent a replacement pump.